Event description:
Device medical has received a call from claimant's granddaughter on an incident involving a powered wheelchair imported and distributed by drive medical. Claimant stated that the chair was bearing to the right as if it needs to be aligned. The end user kept using the powered chair, until the day of event when she ran into a door causing her knee to split. She was taken to the hospital and allegedly received eight (8) stitches. This MDR report is based on the info provided by the claimant.